Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple potential lot numbers that are not confirmed. The complaint does not specify the affected lot number. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot#: 9065695. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-06. Medical device lot #: 9081799. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9081809. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9149660. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. Medical device lot #: 9149661. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. Medical device lot #: 9149662. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. Medical device lot #: 9149663. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. Medical device lot #: 9149664. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe enteral 50ml bns flange is broken. This was discovered before use. The following information was provided by the initial reporter: material no.:305864 batch no. Unknown (9065695 or 9081799 or 9081809 or 9149660 or 9149661 or 9149662 or 9149663 or 9149664.) It was reported that the flanges on the syringe is broken.